Event description:
Nurse reported to baxter (B)(6) of a catheter extension set in which operator observed tubing separated from the connection. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a catheter extension set in which the operator observed tubing separated from the connection was confirmed during sample evaluation. One sample was received without a pouch at the plant for evaluation. Visual inspection revealed the micro bore winged female luer lock was separated from tubing and slight solvent ring was found on the tubing end. No other tests were performed. The assignable root cause of the reported condition is unknown. Should additional information be received, a follow-up medwatch will be submitted.